Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) the cause of low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline and glucose. No information was provided regarding the release date, however, customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.